Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (ecgs non-functional) has been confirmed. Upon investigation the electrode belt failed incoming functionality testing. The cause for the failure was isolated to a cut on the ECG a, b, and front te cable that severed the red (-5v) wire. The root cause for the open wire could not be positively identified but was likely physical abuse. No adverse event resulted from the open wire.

Event description:
A zoll distributor returned electrode belt sn (B)(4) to report that the best ecgs are non-functional.